Event description:
The peritoneal dialysis (pd) patient's nurse reported that patient was not draining and had shortness of breath and was in pain. Additional information received from a pd nurse confirmed that the female patient (initials b.m.) - date of birth (B)(6) 940, current weight unknown - had a blocked pd catheter, of an unknown manufacturer, in (B)(6) 2016. The pd nurse stated the patient was hospitalized from (B)(6) 2017 due to fluid overload with chief complaints of shortness of breath and pain as a result of a non-functioning peritoneal dialysis catheter. Per pd nurse, the patient's catheter was blocked with a fibrin clot and that was the reason the patient had drain issues and pain and shortness of breath, as he could not drain. In the hospital the patient's catheter was cleaned and the block was removed with heparin. The patient's pd solution volume was decreased to half to allow his catheter to rest, and would be increasing the volume as per his prescription. The pd catheter is not a fresenius product line. Additionally, there was no allegation against any ftese_nius peritoneal dialysis products. N/a . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).